Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that on (B)(6) they went to see their healthcare provider (hcp) and the hcp decreased the stimulation as it was too strong. After that, patient mentioned they have felt a pulse on their bottom that feels uncomfortable. Also, patient said that apart from that pulse they have been feeling their heart racing. Patient stated that after decreasing the stimulation, they have been urinating more but not as much as before the implant. The patient was redirected to their hcp to further address the issue. Patient had an appointment yesterday with their hcp but the clinician did not have their handheld devices to reprogram the therapy, so they scheduled another appointment for tomorrow morning.